Event description:
It was reported that a malfunction alarm with code malf 16 occurred and it was not resettable. There was no adverse impact to the customer's blood glucose level. The customer used an insulin pen as a backup and technical support planned to replace the pump.